Event description:
Pt had surgical procedure during which a jackson-pratt channel drain was placed on (B)(6) 2018. Two days later, the drain was removed by the md. When the drain was removed, a piece of the tubing was sheared off. The pt require further surgery to remove the remaining piece of tubing.